Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by the sales representative. The healthcare facility is unknown but the distributor is: comerlat av. Paseo de la reforma 2620 ph4. Alcaldia miguel hidalgo df 11950 mexico. Phone: +011(525)5758165 . Fax: +011(525)5751138. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is unknown but the distributor is: (B)(4). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle, irrigation tube, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had some bands were overlapped and moved from its position. One band was also broken, the ligator head teeth were damaged/bent, and the ligator housing was torn. Additionally, the trip wire was not secured in the handle. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands were moved from its position and overlapped, one band was damaged, the ligator head teeth were bent/damaged and the ligator housing hole was torn. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly, leading to inability of the device to deploy the bands, moved them from the original position and making them overlapped, got a band damaged, the teeth of the ligator head bent/damaged and the ligator housing hole torn. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.